Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The physician was extracting the rv lead and accidentally ra lead was pulled back. As a result, a new ra lead was successfully implanted. No additional patient adverse effects reported.